Manufacturer narrative:
(B)(4). It has since been reported by the hospital that the complaint rt265 infant dual heated evaqua2 breathing circuit had been disposed of. Instead, an unopened, sealed rt265 breathing circuit kit belonging to the same lot as the complaint device was returned for investigation. Method: the complaint device was not returned to fisher & paykel healthcare (fph) in (B)(6) for investigation. Our investigation is therefore based on information reported by the hospital and our knowledge of the product. In addition, an unopened, sealed rt265 breathing circuit kit from the same lot as the complaint device (lot 1508260101) was returned to fph (B)(6) where it visually inspected. Results: the hospital reported that no noticable damage was observed to the port or cap of the complaint device. The complaint device had also passed the initial leak test. Visual inspection of the unopened, sealed rt265 breathing circuit kit revealed no faults to any part of the circuit kit components. Conclusions: without the complaint device we are unable to determine what may have caused or contributed to the reported event experienced by the hospital. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported that the dryline port of an rt265 infant dual heated evaqua2 breathing circuit had spontaneously opened on a few occasions during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the complaint device was only received today at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the dryline port of an rt265 infant dual heated evaqua2 breathing circuit had spontaneously opened on a few occasions during use. No patient consequence was reported.